Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the plastic tip at distal end broke during procedure. No pieces were determined to have fallen into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). . The device was returned to the factory on 01/30/2020. An investigation was conducted on 02/28/2020. A photographic inspection was performed, showing the c-ring break. A visual inspection was conducted. Signs of clinical use and evidence of tissue was observed on the transected c-ring. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. Based on the returned condition of the device, the reported failure "break" was confirmed.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the plastic tip at distal end broke during procedure. No pieces were determined to have fallen into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.